Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that there was a call service issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-sept-2019 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use until(B)(6)2019. The pump successfully completed the 12-hour duration test without any issue or call service alarms. The current pump history shows no evidence of call service alarms in the alarm history or the pump¿s black box. The original complaint of a call service alarm issue was unable to be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .